Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or the disinfectant that was around the operative site there are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit). The disinfectant used (betadine) is an alcoholic based disinfectant and is flammable. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a caesarean section. No information was provided regarding any accessory being used or the equipment settings employed for the procedure (note: the disinfectant used on the patient was betadine.). Per the report a fire occurred. Despite repeated inquiries, erbe has not received any information about the date of the incident, the extent of the fire, any involved injuries, etc.